Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the piston that pushes out the insulin does not move. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with intermittent esc, act, up and down arrow button response due to flattened button dome switches. Device was with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08755 inches. Device primed properly during testing. Device was received with cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.